Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the caller said the patient's ins battery was running out really fast. Caller said they had followed up with the manufacturer representative (rep) and had tried turning the ins down, tried turning it on and off, however, the patient cannot keep up with recharging the ins. Caller said when patient first got the ins, they only had to recharge the ins every 4 to 5 days and now can't leave their house because they were afraid the ins will run out of charge. The caller said they think the ins needs to be replaced and was looking to get in touch with the rep. Additional information was received from the manufacturer representative (rep). The rep noted they were notified of this issue on 11/24/2021. The rep has no additional information at this time as they haven't had a chance to meet with the patient yet.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the caller said the patient's ins battery was running out really fast. Caller said they had followed up with the manufacturer representative (rep) and had tried turning the ins down, tried turning it on and off, however, the patient cannot keep up with recharging the ins. Caller said when patient first got the ins, they only had to recharge the ins every 4 to 5 days and now can't leave their house because they were afraid the ins will run out of charge. The caller said they think the ins needs to be replaced and was looking to get in touch with the rep. Additional information was received from the manufacturer representative (rep). The rep noted they were notified of this issue on 11/24/201. The rep has no additional information at this time as they haven't had a chance to meet with the patient yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient is scheduled for a battery replacement on (B)(6) 2022.

Event description:
Additional information from the rep indicated that the patient's battery replacement was on 2022 (B)(6), and the rep was scheduled to meet the patient on the day of the report, but the patient did not show up to their appointment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.